Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer would not boot up. During analysis the programmer generated a 0502 error and therefore the media processing unit was replaced. It was further noted that due to information not being able to be pulled the hard drive was also replaced and saved, and the system fan which was found to be noisy was also replaced.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.